Manufacturer narrative:
Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined. The fast-cath instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli.

Event description:
During an iabp (intraaortic balloon pump) procedure, an air leak was noted. Following insertion into the patient, air was aspirated into the syringe connected to the extension port of the sheath. Several aspirations were attempted with no resolution. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.